Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. Visual inspection was performed, and it was observed that all the components were assembled properly at the tube, according to drawing specifications. An inflation / deflation test was performed, using a syringe 25cc of air applied to the cuff, and it was confirmed an inflation system functioning properly. The cuff held the air, and it was left inflated for 2 hours, according to process instructions. Additionally, the sample was submerged into a container filled with water, and no leaks were noted. The reported failure mode was not confirmed on the returned sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products prior to release. The operator inspects all products for no leaks and segregates the defective parts. Once the part is inspected visually then the instructions for use (IFU) provides the guidelines to deflate the cuff. Covidien reference # rx201405-1962.

Manufacturer narrative:
The customer visually checked the cuff, and immersed it in the water, but no holes were confirmed. The unit is expected to be returned and evaluated, but is not yet received. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use and after 5 suture of intubation, a taperguard oral/nasal tracheal tube leaked, and the spo2 lowered. A pressure gauge was used to manage the pressure, but the leak did not stop. Another taperguard tube was re-intubated. It is unk if lubrication was used. There was no reported pt injury.